Manufacturer narrative:
The reported issue that the pcu generated a battery discharged alarm without any prior low battery or very low battery warnings was identified in this returned battery case to be the result of an inadequately charged battery after alarming for low capacity in conjunction with the appropriate battery capacity not having been established after the low capacity was recorded. The testing performed on the received battery found it is at approximately 72% of its full new battery capacity rating. It was noted the received battery log from the date 27/mar/2017 jumped to 28/may/2018 and as a result it could not be established if the battery was being properly charged during this period. The pcu may have been in an off state which would not record any data during this state. The entire battery log date range was 09/may/2016 to 27/aug/2018. The test infusion system appropriately alarmed through all phases of low battery warnings with the customers received battery after receiving a full charge and the battery capacity properly established. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the pcus generate a system error/battery discharged alarm without any prior low battery or very low battery warnings. No patient harm was reported.